Event description:
It was reported that the pt underwent a posterior spinal fusion procedure at levels t6-10. Reportedly, three set screws had difficulty advancing in the bone screw and the threads sheared off of the setscrew. A fourth set screw threaded in the bone screw without difficulty. Per the reporter, the shavings were minimal and there was no concern of anything being left in the pt.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the MFR for eval, therefore, the cause of the event cannot be determined.